Event description:
The reporter stated that the surgeon was inserting a competitor's lens using a indigo-p injector and a sfc-25 fp cartridge and the lens haptic tore. The lens was removed and replaced without any incident to the pt. It was reported that in the surgeon's opinion, the likely cause of the event was due to the loading of the lens.